Event description:
Edwards implant patient registry received information a 23mm 3300tfx aortic valve was explanted after implant duration of five (5) years, four (4) months, due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through edwards implant patient registry and medical records it was learned a 23mm 3300tfx aortic valve was explanted after implant duration of five (5) years, four (4) months, due to bioprosthetic aortic valve endocarditis. The explanted device was replaced with a 25mm 3300tfx aortic valve. Patient transferred to ICU in stable but critical condition. Per medical records, patient with a prior history of a pericardial aortic valve replacement within nicks posterior root enlargement with hemashield patch. Patient developed acute bacterial endocarditis of the 3300tfx bioprosthetic aortic valve and was brought urgently to operating room. The 23mm 3300tfx aortic valve was removed and replaced with 25mm 3300tfx valve. The patient also underwent autologous pericardial patch reconstruction of the aortic mitral curtain and non-coronary sinus. The patient tolerated the procedure well and was transferred to the thoracic ICU in stable but critical condition. Pathology report noted prosthetic valve with organizing vegetation.